Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies. It was noted that there was grommet damage.

Event description:
It was reported that during the device change out, the patient experienced an asystole episode. The device had issues with sensing difficulty and no pacing output. The device was in bipolar when out of the pocket. The device was explanted and replaced. No further patient complications have been reported as a result of this event.